Manufacturer narrative:
A ge service representative performed an on site investigation. The hv cable was evaluated and replaced. A complete generator calibration and beam alignment was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a stator not on error message. There is no report of death or serious injury associated with the complaint. This error will likely cause the system to shut down un-commanded, which would result in a loss of imaging functionality.